Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for device replacement due to elective replacement indication. Prior to the procedure and upon interrogation, it was noted that the left ventricular - lv lead exhibited high capture thresholds. A fluoroscopy examination was performed and the lead was found remaining in the initial placement. The elevated threshold was found to be caused by exit block. The lv was capped (B)(6) 2020 and replaced. The patient was in stable condition before, during, and after the procedure.